Event description:
A surgeon reports that one of his patients is experiencing visual disturbances following intraocular lens implant. The patient complains of seeing dark shadows while reading with their glasses on. The association between this report and the intraocular lens is not known. Additional information has been requested.

Event description:
The surgeon prescribed topical pilocarpine which did not change the pt's perception of shadows but dimmed his vision in low light. On 7/2/01, the surgeon rotated the intraocular lens (iol) out of the capsular bag and into the sulcus. The pt no longer sees any shadows. His vision is a little more myopic. The surgeon feels the shadows were related to the position of the iol in they eye, not to the material of the lens.

Event description:
Additional info was provided that indicated the pt was satisfied with his vision after the replacement of the intraocular lens. The sugeon feels the event is unrelated to the lens.

Event description:
The surgeon reported that although the dark shadows disappeared from the pt's vision after the lens was rotated into the sulcus, he was unhappy with his distance vision. The lens was replaced with a different diopter lens in the sulcus. The pt's visual acuity is 20/20 uncorrected in the distance with no shadows.